Manufacturer narrative:
(B)(4).

Event description:
It was reported that low pacing lead impedance, a decrease in sensing amplitude and loss of capture were observed. The lead was repositioned successfully. Patient is doing well and will be monitored with routine follow up.